Event description:
Customer reported that he experienced high blood glucose of 540, he contacted his doctor and treated with 10 units of manual insulin injection. Customer complained about a plastic piece braking off three reservoirs he has used.. During troubleshoot; customer stated the drive support cap is recessed and time and date are set up correctly. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak and no air bubbles in the tubing either. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.